Event description:
It was reported that during patient use, the ventilator was auto cycling. The patient was removed and placed on another ventilator. There was no report of serious injury or death associated to this event.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the ventilator and the alleged malfunction could not be duplicated. The ventilator is going to be replaced.